Manufacturer narrative:
Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding PMA/510k: den170015. The lot number could not be specified by the initial reporter. Upon review of this facility's order history, we confirmed the occurrence involves one of the two following lot numbers: w4215300, manufacture date 05/22/2019, expiration date 05/14/2022. W4201737, manufacture date 04/15/2019, expiration date 04/09/2019. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history records for the possible lot numbers said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use (IFU) indicate: "to deploy powder, hold handle upright and depress red trigger button for 1-2 seconds and release." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history records confirmed that the lots said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. The customer said the unit ran out of carbon dioxide (co2) before the powder, and was not working properly. The following additional information was provided on 02-jul-2019 by the cook sales representative: [the customer was] holding down the red button in short, small bursts as directed, but the co2 ran out before the powder did [per cook sales representative, they did three (3) or four (4) sprays of hemospray and no co2 was coming out]. An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.